Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection, with the naked eye, was performed on the photographs which showed fluid present on the tubing; however, without an actual sample to evaluate, the presence of a hole/rupture in the transfer set line was unable to be identified. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked and peritoneal fluid was coming out due to the presence of a hole/rupture in the transfer set line. The patient was instructed to place a betacap clamp and go to the renal unit to have it changed. The transfer set was changed due to a rupture of the line. The procedure was carried out under strict protocol, without complications. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.